Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be submitted on a supplemental report.

Event description:
The implant surgeon reported the following event: a pt had a femur axsos plate implanted. The plate became bent. The surgeon performed a revision and implanted an other axsos plate. This plate also bent. The pt had a second revision with a dall miles plate.